Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was over-sensing noise that resulted in pacing inhibition. Programming changes were performed. The patient was in stable condition.